Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the presence of foreign material in the air/water channel and light guide lens, with the auxiliary water channel found to be clogged, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed since reprocessing was not conducted properly due to leakage from the scope-body, switch box unit, and distal end. The event can be prevented by following the instructions for use which state: the suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited jet channel clogged and foreign material inside the air/water channel and light guide rod lens. There were no reports of patient involvement.